Event description:
Customer reported leak from set observed during an infusion of lipids. No pt harm occurred. No further pt/event info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Product evaluated and customer's experience of set leaking was confirmed. The leak was identified at the male luer lock to tubing engagement. The cause of the leak was identified as insufficient bonding solvent applied at the engagement point during the mfg process. The mfg database was reviewed; no quality issues were noted during production build for the involved lot number.